Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switch. The insulin pump was received with cracked case at display window corner and minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
It was reported, the customer had a keypad anomaly. The customer stated their up arrow button was only intermittently working. Customer's blood glucose was 73 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.